Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 11/11/2011, electrode belt: 03/07/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient was reportedly admitted to the hospital due to chest pain while wearing the lifevest. The patient's passing is believed to be cardiac related. Per clinical review of the available ECG data, the patient experienced a treatment event consisting of one appropriate shock and one inappropriate shock. The patient experienced the appropriate treatment at 16:38:16. The patient's rhythm at the time of the treatment was ventricular tachycardia (vt) at 160 bpm and the post-shock rhythm was sinus bradycardia at 20 bpm. The patient experienced the inappropriate treatment at 16:38:48 in response to oversensing of low amplitude cardiac signal. The patient's rhythm and post shock rhythm was asystole. The patient experienced a non-lifevest defibrillation at 05:42:02. The patient's rhythm at the time of the non-lifevest defibrillation was vt at 100 bpm, and the post-shock rhythm was an idioventricular rhythm at 90 bpm with CPR/motion artifact. The patient was in vt for approximately five seconds before the treatment was delivered. The patient was seen in asystole at the time of the device shutdown 05:52:09 on (B)(6) 2020.